Event description:
Lawsuit alleges that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress..." Review of the manufacturer's database revealed the patient had died. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem.